Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 22-dec-2017 from a health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after 1 day had knee stiffness. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in left knee for osteoarthritis knee with pain (knee pain, osteoarthritis knee) and degenerative joint disease. On (B)(6) 2017, 1 day after the injection, patient had knee stiffness. Corrective treatment: straight leg raises & naproxen sodium for knee stiffness. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 04-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.